Manufacturer narrative:
Sys98xt upgraded to cs300. Updated fields: b4, g1, g3, g6, h2. H6. H11. Corrected fields: h6(investigation findings).

Event description:
N/a.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had autofill failure alarm during use. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found pneumatic leak in the end of a section of tubing. Removed section and reconnected accordingly. All tests pass and are within manufacturer¿s specs. Based on the evaluation results provided by the field service engineer, the issue was resolved by removing section and reconnecting accordingly. However, since no part was replaced or returned for evaluation, the root cause could not be determined. The most probable root cause is loose connection.

Event description:
N/a.